Event description:
Right greater trochanter fracture intraoperative. Initially being managed conservatively. Scheduled orif possible revision tha (B)(6) 2022. Update: "bone observed to be fractured by one of the investigators (B)(6) 2022 via x-ray imaging. No instruments or implants were in contact with the bone when it was observed to be fractured. X-ray imaging occurred to conclude fracture at emergency department (B)(6) 2022. The revision surgery has been cancelled and subject is being treated conservatively and being rechecked in 3 weeks for further evaluation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a other hip stem was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical documents concluded: "it is confirmed that the patient experienced a spontaneous greater trochanteric about a cementless tha. There was no fall or trauma. The root cause of this fracture cannot be established with this limited documentation." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical documents concluded: "it is confirmed that the patient experienced a spontaneous greater trochanteric about a cementless tha. There was no fall or trauma. The root cause of this fracture cannot be established with this limited documentation." The exact cause of the event could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Right greater trochanter fracture intraoperative. Initially being managed conservatively. Scheduled orif possible revision tha (B)(6) 2022. Update: "bone observed to be fractured by one of the investigators (B)(6) 2022 via x-ray imaging. No instruments or implants were in contact with the bone when it was observed to be fractured. X-ray imaging occurred to conclude fracture at emergency department (B)(6) 2022. The revision surgery has been cancelled and subject is being treated conservatively and being rechecked in 3weeks for further evaluation." Update:(B)(6) 2022 "the revision surgery has been cancelled and subject is being treated conservatively and being rechecked in 3weeks for further evaluation." Update: op note date (B)(6) 2022 "subject is doing good, no revision surgery warranted at this time."